Event description:
End user called to complain that the device does not test its calibration test. This was confirmed by phone-troubleshooting. The device was replaced and the defective one returned for investigation.